Manufacturer narrative:
Additional information: section h imdrf codes and manufacturer narrative. Upon investigation of the actual device used in this incident, it was determined that the device had network and communication failure. The field service engineer (fse) ran the dsclientoltp sql recovery model update package build 2 on rss to shrink the database and improve performance. Customer confirmed that the unit was working normally after the update. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es there was an issue with pyxis it disconnected from wi-fi and could not reconnect. A fatal device disconnected error occurred, possibly due to a network connection or hardware problem. The issue had been ongoing for two hours, while rss showed the station as online. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es there was an issue with pyxis it disconnected from wi-fi and could not reconnect. A fatal device disconnected error occurred, possibly due to a network connection or hardware problem. The issue had been ongoing for two hours, while rss showed the station as online. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.